Manufacturer narrative:
The device was returned, however with no allegation device analysis was not needed. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an x-ray revealed that the high impedances were due to a lead fracture. The rv lead was surgically capped and replaced, and the device was explanted and replaced due to port configuration with the new leads. No allegation on the device. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had high out of range pacing impedances greater than 2000 ohms. The patient had received an inappropriate shock, however therapy was not exhausted. The device system remains in-service. No adverse patient effects were reported.